Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that safety shield error occurred after use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, the safety shield that should be flipped up over the needle after blood collection broke off while being engaged and fell off so the needle could not be covered correctly which could have led to a needle stick injury."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield error occurred after use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, the safety shield that should be flipped up over the needle after blood collection broke off while being engaged and fell off so the needle could not be covered correctly which could have led to a needle stick injury."